Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During visual inspection clots were observed on the inlet and outlet side. During rinsing no clots were flushed out. The product was forwarded to the qa lab for further testing. The product was tested for it's o2 & co2 transfer rate and for its pressure drop behavior at maximum flow. The gas exchange performance and pressure drop test met the specification. Thus the reported failure "rising delta p reading , diminished post oxy reading of 250-270, and lowering flows" could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was requested but not yet received. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "customer reports the need to change out an hls set after 48 hours of support, patient system observed with rising delta p reading , diminished post oxy reading of 250-270 mmhg, and lowering flows" (B)(4).